Event description:
Patient was tested on suspect device and inr=>8.0. Lab specimen drawn and lab inr= 3.4. Controls were run and within range. No treatment was given based off of the suspect device reading.